Manufacturer narrative:
A partial lead measuring 17.0 cm from connector portion of the lead was returned for analysis. The damage found was consistent with procedural damage. Lead was otherwise normal.

Event description:
It was reported that the patient expired. The cause of death was cardiorespiratory failure. There is no known allegation from a health professional that suggests the death was related to the device. No additional information is available.